Event description:
A drape fire occurred during a urology procedure with the model 550-e1 fiber. In the opinion of the nurse, the fiber had a "weak point" (most likely from something heavy pressed against or placed on top of the unit), caused a crease in the fiber, then when the fiber was used clinical, the fiber fractured causing a drape fire (proximal to the pt's leg). The fire was immediately extinguised and no injury to the pt or the staff was reported. An evaluation of the returned fiber showed that the fiber was most likely improperly clamped to the drape with a hemostat. It appeared that the user had directly clamped the hemostat onto the fiber, which caused the fiber to break, misdirecting the laser energy into the drape at the point of breakage.